Event description:
This lead was implanted on (B)(6) 2005 and capped on (B)(6) 2011 due to an advisory/recall. It was noted that the lead had not demonstrated any failures at that time. The procedure took place at (B)(6) medical center with this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).